Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 1/28/2016 - phone, 1/28/2016 - email, 2/4/2016 - email a ge healthcare service representative performed a checkout of the equipment and a review of the logs. The software was upgraded, and the unit was returned to service.

Event description:
The hospital reported the unit shut down during a case. The power was cycled, and the unit continued to function. There was no reported patient injury.